Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, oversensing, and inappropriate shock therapy.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks due to oversensing of noise. As a result, the physician explanted the s-ICD system and implanted a non-boston scientific transvenous system instead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.